Event description:
The radiofrequency programmer head originally returned as no longer needed subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed all uplink amplitude tests and had intermittent telemetry. It was further noted that the cable was twisted. It was being sent on for repair. (B)(4).